Event description:
Procedure: gastric bypass. According to the reporter: the black wings (on the sides of the handle) fell off. No pieces fell in the pt cavity. Another instrument was used to complete the procedure without delay in or time.